Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) resulting in an alert in the remote home monitoring system. Technical services (ts) reviewed the episode and noted a morphology change and low signal amplitude measurements. Appropriate sensing was noted on the presenting electrogram (egm) and potential troubleshooting options were discussed with the health care professional (hcp). Additional information was later received that this device exhibited oversensing due to a wandering baseline resulting in delivery of an inappropriate shock. Ts discussed the potential causes of a wandering baseline. It was noted that automatic setup was unsuccessful in all programmed sensing vectors due to small signal amplitude r-wave measurements. Given the limited programming options, the physician opted to keep the device programmed to primary sensing vector and increased smart charge. The physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.